Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0894, awareness date 30-aug-2015). It refers to a female consumer of an unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. At time of insertion, she suffered severe pain to lack of proper procedure and of a broken coil. This pain never subsided. After receiving the implants, she stayed in a generally irritated mood due to constant pain and constant menstruation over the next six months. During this time she suffered from high blood pressure, heart palpitation, allergic reactions to nickel, allergic reactions to pet fibers, loss of energy, emotional distress, constant feeling of inadequacy and lack of desire for sex (when she was willing to be intimate, it was a delicate matter due to positioning of the coils and irritable pain in her body). After searching for several months, a specialist was found. She was only willing to perform a full hysterectomy due to the fact that the coils had migrated and protruded thru her uterus. Within the first week after surgery, she was a changed person. She was not, however, back to her normal self. Pet fiber allergies, heart palpitations and high blood pressure are still an issue nearly seventeen months after removal of the coils. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and at time of insertion, a broken coil occurred. After essure insertion, she experienced constant pain and constant menstruation over the next six months. A full hysterectomy was performed due to the fact that the coils had migrated and protruded thru uterus (seen as embedded device). Broken coil is non-serious and unlisted in the reference safety information for essure. The other events were considered serious due to their medical importance and are listed. In this case, all events occurred after essure insertion procedure. The exact date and mechanism of embedment were not known. Considering the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc investigation result was received on 01-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and at time of insertion, a broken coil occurred. After essure insertion, she experienced constant pain and constant menstruation over the next six months. A full hysterectomy was performed due to the fact that the coils had migrated and protruded thru uterus (seen as embedded device). Broken coil is non-serious and anticipated according to product technical analysis. The other events were considered serious due to their medical importance and are listed in the reference safety information for essure. In this case, all events occurred after essure insertion procedure. The exact date and mechanism of embedment were not known. Considering the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.